Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous thyroid stimulating hormone (tsh) results for one (1) patient sample that did not fit the clinical picture of the patient, which was generated by the unicel dxi 800 access immunoassay system. Repeat testing was performed on the patient sample and the initial result was reproducible. The erroneous results were reported out of the laboratory. The patient's medication was increased in response to the elevated results.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Qc and system check data have not been supplied to date for this event. Service has not been dispatched for this event to date. Per the customer complaint record, the customer is going to send in patient samples for customer product line support (cpls) testing when the patient returns for a follow up visit. A definitive root cause for this event cannot be determined at this time based on the available information provided. The root cause for this event is pending cpls testing of the patient sample(s).